Manufacturer narrative:
(B)(4). Additional information: the reported condition could not be confirmed and a root cause could not be identified because a sample was not returned to baxter for evaluation. Correction: clarification of information provided in the initial medwatch: the caregiver reported a total quantity of 20 minicaps in which the iodine was dried up. This report represents minicap 9 of 20.

Event description:
A renal home patient's (hp) caregiver (cg) contacted baxter renal home care services concerning 20 minicaps in which the iodine was dried up. The cg said the sponge did not seem moist inside the cap. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Baxter product surveillance contacted the caregiver (cg) on (B)(4) 2012 regarding the dried up minicaps. The cg said she did not see any damage to the minicap pouches nor were the pouches open prior to use. The cg said that she stuck her finger down inside the caps and their sponges felt dry. The cg said that she had discarded the samples. The cg said she would call if she found anymore that were dry.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up medwatch will be submitted if any additional information becomes available.